Event description:
Pt reported that in 2005 their spouse tried to wake pt up with no response. Their spouse took their blood glucose reading and the result was 23 mg/dl. Their spouse got the neighbor (who is a nurse) and it was decided that the pt needed a glucose IV to get the blood glucose elevated. The emts were contacted and arrive to administer the glucose IV and drove the pt to the hosp. Pt was admitted to hosp and continued to have a glucose IV. Pt was discharged from hosp same day.